Event description:
Reported alleged the blood glucose monitoring device had a black spot on the display after docking the device; it became "really hot". Reporter stated no one was burned and there was not smoke associated with the alleged incident. Reporter stated the entire display turned black shortly afterwards as well. A request was made for the return of the suspect device and replacement product was sent.